Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and seven months of post filter deployment, a computed tomography (CT) abdomen was revealed there was an inferior vena cava filter in place and located below the renal veins with the apex approximately 3.6 cm below the lowest renal vein. There was mild right lateral apex angulation of the filter, but without contacting the inferior vena cava wall. One of the prongs extends to the left along the posterior aspect of the right common iliac artery. It appears to contact the posterior aspect of the right common iliac artery without evidence of penetration. A few additional prongs extend outside the confines of the inferior vena cava. Therefore, the investigation is confirmed for the perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.